Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of hi results. Customer's wife states that her husband feels well and states he does not require medical attention. The customer's expected blood results are 150mg/dl fasting. Verified the strips expire 04/16/2018. Customer states the strips are properly stored and were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained hi and hi. Reviewed meter memory: 1: hi (B)(6) 2015 11:51:00 pm fasting:no; 2: hi (B)(6) 2015 10:49:00 am fasting:yes; 3: hi (B)(6) 2015 09:24:00 am fasting:yes; 4: hi (B)(6) 2015 09:07:00 am fasting:yes. Customer is concerned with all the results that say hi are reason of concern.